Event description:
Boston scientific received information that the patient with this pacemaker and atrial lead presented to the clinic with symptoms of shortness of breath and pre-syncope. Upon interrogation, it was noted the lead had switched to unipolar pacing mode. When programmed back to bipolar, low out of range impedance measurements were displayed. The physician was notified of this information.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
According to available information, this device remains implanted. No further information could be obtained regarding this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.